Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is linked to the following patient identifier (B)(6).

Event description:
It was reported, the laser fiber sparked and smoked when it was plugged into the laser system. The issue occurred during preparation for use of an unspecified therapeutic procedure. The intended procedure was completed with a similar laser fiber. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d4 and h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Therefore the root cause, neither the cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.